Event description:
The report we received from clinical study indicated that eight months post index procedure, the patient experienced in lesion stenosis; the stenosis was treated with another cypher stent, which fractured and restenosed seven months later. As indicated, the index procedure was an elective case. Radial approach was chosen for the procedure. The target vessel was the distal left circumflex (lx) and was a restenosed area after cutting balloon. The target lesion was classified as type b2, eccentric, tubular and with slight calcification. The reference vessel diameter was 2.57mm and the lesion length was 14.06mm. Pre-procedure stenosis was 61.9%. Pre-dilation of the lesion was not conducted. A 2.5x18mm cypher stent was implanted at 16 atmospheres (atm) for 16~30 seconds. Post-dilation was conducted to 14atm. Before and after the procedure, the vessel presented timi iii flow. The residual stenosis was 11.4%. During the same procedure, a lesion in the left main trunk was treated. During an eight-month follow up, a coronary angiogram was conducted and a stenosis in the proximal left circumflex was identified; the stenosis was within 5mm of the previously implanted cypher. The stenosis was treated with a 3.0 x 23mm cypher stent, the stent was deployed at 20 atms for 30 seconds and was implanted overlapping the 2.5x18mm cypher stent and covering the area of the proximal left circumflex. The residual stenosis was 0%. Approximately, seven months after treating the restenosis, the patient complained of chest discomfort and was treated pharmacologically. Alter during the same month, the patient complained of chest pain and could not walk. A few days later, the patient was hospitalized and a coronary angiogram revealed a fracture and separation of the 3.0x23mm stent with restenosis. Therefore, to treat the stent fracture and the focal restenosis, a vision stent was implanted inside of the 3.0 x 23 cypher. During this procedure, another lesion in the postero-lateral branch was treated. Additionally, the physician indicated that the probable cause of the stent fracture was due to the tortuousity of the vessel.

Manufacturer narrative:
The prod is not avail for eval, as it remains implanted. This device is distributed outside the us, however, it is similar to the cypher coronary sds/stents distributed in the us. This is one of two prods involved in the same pt and reported under mfg numbers: 9616099-2008-01312 and 9616099-2008-01311. Add'l info will be submitted within 30 days upon receipt.